Event description:
It was reported, that the camera head had grainy and yellow image. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. However, a cable watertight defect was found. The most probable cause of the identified failures is cause traced to component failure. Which is an expected or random component failure without any design or manufacturing issue. A definitive root cause. However, cannot be identified. A device history review (DHR) was completed and no issues were identified. This issue is addressed in the instructions for use (IFU): ¦precautions for disappeared or frozen endoscopic image (warning): never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable. Which could allow water to penetrate and damage electrical circuits inside the camera head. Chapter 4: operation (warning): if an abnormal endoscopic image or an abnormal function occurs, but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head, because the irregularity can occur again. And the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient, while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. When the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. If the endoscopic image on the monitor should unexpectedly disappear, freeze, during a procedure and cannot be restored or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had grainy and yellow image. There were no reports of patient harm.